Manufacturer narrative:
Detailed initial reporter information was not provided to bsc. We completed a good faith effort to obtain the information. Because the full initial reporter's name is unknown at this time, we are unable to provide that specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to oversensing. An exercise provocation was performed to assess amplitude changes, which revealed a low amplitude and confirmed oversensing. A new reference subcutaneous electrocardiogram (s-ECG) was captured. This patient will continue to be monitored. This s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to oversensing. An exercise provocation was performed to assess amplitude changes, which revealed a low amplitude and confirmed oversensing. A new reference subcutaneous electrocardiogram (s-ECG) was captured. This patient will continue to be monitored. This s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Detailed initial reporter information was not provided to bsc. We completed a good faith effort to obtain the information. Because the full initial reporter name is unknown at this time, we are unable to provide that specific information. If additional details become available, a supplemental report will be submitted.